Manufacturer narrative:
.

Event description:
It was reported the patient underwent a pocket revision in 2009 due to placement of the device. The extension was also replaced. Pain was present since the revision when anything touches the area of the implant. The incision site was incredibly tender to touch both with the stimulation on and off. The stimulation coverage is fine. The patient was having problems recharging. The coupling indicator was not getting darkened when recharging. The implant was easy to feel. Using the antenna locate feature, all 8 coupling bars were darkened in. Impedances were normal. Additional troubleshooting was being considered.